Event description:
The customer stated that she was hospitalized due to hypoglycemia. Troubleshooting was performed and found that the insulin pump was reading the reservoir volume correctly. The prime test passed. The insulin pump alarmed no delivery following the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.